Event description:
A home pt (hp) contacted baxter technical services center because the hp needed assistance to end therapy after the "pt line became undone" during drain 3 of 4. The technical services representative assisted the hp in ending therapy and advised the hp to contact the dialysis nurse. There was no pt injury or medical intervention associated with this event per the hp's nurse.